Manufacturer narrative:
(B)(4). Method: the complaint rt329 infant continuous flow breathing circuit kit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The rt329's inspiratory heater wire was resistance tested, the 900mr806 heater wire adaptor was performance tested, and the complaint devices were fitted together and connected to an mr850 humidifier for two days to test functionality. Results: the measured resistance of the inspiratory heater wire was within specification. The functionality test did not activate any alarms on the mr850 humidifier when the 900mr806 heater wire adaptor was connected during the two day test. The functionality test also revealed that the breathing circuit could be connected to the heater wire adaptor and would heat up. Condensation was occasionally observed to exit the nasal prongs during the functionality test. Conclusion: we were unable to determine the cause of the reported event. Although not preferred, condensation is an expected side effect of heated pass-over humidification systems. The amount of condensate can be influenced by equipment set-up, settings and environmental factors, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubings. The bc3780 user instructions state the following: ensure that there is no excessive condensate in the tubing or cannula. Check for condensate regularly. Drain as required. Furthermore, the user instructions that accompany the rt329 infant continuous flow breathing circuit state the following: set appropriate ventilator alarms.

Event description:
A hospital in england reported that a patient on nasal high flow therapy was on a set up which included a bc3780 nasal cannula, an mr850 humidifier, and an rt329 infant continuous flow breathing circuit. The infant began to cough and staff found condensation in the circuit and also in the patient's mouth.

Manufacturer narrative:
(B)(4). The complaint rt329 infant continuous flow breathing circuit kit was just returned to fisher & paykel healthcare in (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that a patient on nasal high flow therapy was on a set up which included a bc3780 nasal cannula, an mr850 humidifier, and an rt329 infant continuous flow breathing circuit. The infant began to cough and staff found condensation in the circuit and also in the patient's mouth.